Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion at l3/4 on (B)(6) 2016, intra-op, right l4 pedicle fracture was observed during compression. A pedicle screw was once removed and was inserted again after filled (ha-stick) in.l5 pedicle screw (only right side) was added and the surgical time was extended for 31-60mins.